Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, and the impedance trend on the rv (right ventricular) pacing lead was rising. Rv capture management unable to run consistently, rv threshold greater than 2.5 volts throughout record. Rv impedance slowly increased throughout record, from around 900 ohms in (B)(6) 2015 to greater than 1200 ohms in (B)(6) 2016. Concomitant products: product ID addrl1 ipg implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.